Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a blood glucose value of 349 mg/dl following inconsistent readings from the dexcom g7 sensor. The user replaced the sensor, entered a manual fingerstick value into the ilet, and continued insulin therapy. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.